Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were harder to press and stiffer. Customer's blood glucose level was unknown. Customer reported that insulin pump's backlight was dimmer and rewound process was slower. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.